Manufacturer narrative:
Additional device involved (B) (4). (B) (4). Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 7.5; lab: 3.2.